Event description:
Ketoacidosis [ketoacidosis]: case description: a pt reported developing ketoacidosis during treatment with a novopen 3 and the second cartridge from a box of novolin 70/30 penfill insulin. According to the pt, the pt was taken to the emergency room in 2001 after the pt's blood glucose levels became increasingly elevated over a three-day period, while using the device and insulin cartridge in question. The pt's blood glucose level at that time was 1136 mg/dl. The pt was transferred to the intensive care unit, where the pt received an unspecified type of insulin intraveneously, and the pt's blood glucose levels stabilized slowly. The pt also administered insulin with a new novopen 3 insulin delivery device, which the pt borrowed from the hosp. The pt's blood glucose levels continued to decrease, however, the pt developed a kidney infection and an elevated white blood cell count and the pt received one pint of blood. The pt's physician felt that pt's elevated blood glucose levels caused the kidney infection. The pt was placed on oral antibiotics and discharged from the hosp after 4 days. When the pt returned home the pt attempted again to use the suspect novopen 3 novolin 70/30 penfill insulin cartridge and the pt noticed insulin leaking from a crack at the top of the cartridge. The pt indicated that the rear rubber stopper on the insulin cartridge advanced in the cartridge holder, the pushbutton on the device depressed easily, without any resistance. The pt only performed the air shot intermittently. The pt changed the disposable needle with each insulin injection. There had not been any changes to the pt's diet or activity prior to the event and the pt had not experienced any illness, infection or increased stress. The pt has a history of ketoacidosis in 2001 after developing "double pneumonia" following surgery on neck.